Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer also reported that the manifold was exposed to a greater than 100 psi source. The customer was provided with a service bulletin (oxygen transport) and provided part replacement information. No parts were returned to philips for evaluation; therefore, a root cause could not be established.

Event description:
It was reported that the oxygen manifold failed. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.